Manufacturer narrative:
On-site investigation was performed by hospital's biomed. The claimed issue was not reproduced and no part was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Additionally, preventive maintenance was performed. Reported error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The device's logs were not provided for further analysis. The investigation findings clearly confirm that there is no problem with the device.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).